Event description:
It was reported the right ventricular (rv) lead exhibited high impedance and a suspected fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead in segments was returned. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).